Manufacturer narrative:
Section d4: serial number was not known by the account. Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 104 days (04mar2021 ¿ 16jun2021 per timestamp). On 30mar2021 at 12:14:15, 26may2021 at 22:01:02 and 08jun2021 from 19:58:24 ¿ 09jun2021 at 12:41:29 there were no external power alarms while connected to the mpu due to losses of ac power. The backup battery provided power during these events and the events cleared when ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. It was communicated in the reported event that the observed no external power alarms were due to power outages at the patient's nursing facility. Additional information communicated on 11aug2021 indicated that the serial number of the heartmate mobile power unit was not available and that no product will be returning to abbott. The root cause of the reported event was determined to be from power outages, as reported. The device history records for the heartmate mobile power unit were unavailable due to the serial number of the device being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation revealed a few episodes of no external power on (B)(6) 2021 and (B)(6) 2021, a low voltage alarm on (B)(6) 2021 and a no external power event on (B)(6) 2021. The patient stated that the no external power alarms were due to power outages at their nursing facility. The patient then connected themselves to batteries. Log file analysis captured power cable disconnects while on batteries. No external power alarms were also noted on (B)(6) 2021 and (B)(6) 2021. The issues resolved when the patient connected to batteries due to loss of power to the facility.